Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer was using fiasp insulin. Tandem technical support educated the customer regarding insulin labeling. Reportedly, a supply change was performed resolving the occlusion alarm. Blood glucose was in the 200 mg/dl range.